Event description:
Access and deployment of a 28-16-140bl bifurcated device and a 28-28-95rl proximal extension was uneventful. After ballooning of the stent grafts, there was an intraoperative proximal type I and a type iii endoleak that could not be resolved with additional ballooning. One aortic stent was placed at the proximal end of the proximal extension, and another aortic stent at the junction between the extension and the main body, which resolved both leaks.

Manufacturer narrative:
Review of lot records/work orders, prior reports no issues were noted. It is unknown whether the patient anatomy met criteria for indications for use. No conclusion can be drawn.